Manufacturer narrative:
The product is not being returned for further evaluation. Product was evaluated on site by service provider. The control board was replaced. No other damage to the unit was found. Function testing was performed to ensure operation of up/down features. No misalignment was found.

Event description:
Facility claims table moved from the top position to the lowest position while a patient was on the table. No injuries occurred. She also stated that there was no individuals near the hand control and that there was a hyfrecator in the room, but was not certain if it was in use.